Event description:
Procedure type: right lobectomy and thoracotomy. According to the reporter: stapler was fired, tissue was cut and handle was in locked back position. Tissue was cut, but no staples were fired although stapler pushers visible in reload. Patient's status ok. Sutures were used. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 07/02/2009.